Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient recently implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the hospital with syncope. The device was checked and it was found that there was atrioventricular crosstalk causing pacing inhibition. Boston scientific technical services (ts) discussed programming options. It was noted that a chest x-ray was done and it was suspected that the rv lead coil was near the valve. The device sensitivity was reprogrammed and av delay was shortened resolving the crosstalk. The system remains in service. No additional adverse patient effects were reported.